Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise and morphology changes. Testing found noise on all sensing vectors. The device therapy has been programmed off for now. Technical services recommended x-rays to check the system. There were no additional adverse patient effects.